Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The patient presented with chest tightness and palpitations. The target lesion was located in the severely calcified left anterior descending artery. A 38x2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the tip of the stent was severely stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The patient presented with chest tightness and palpitations. The target lesion was located in the severely calcified left anterior descending artery. A 38x2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the tip of the stent was severely stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the issue of the device was difficulty crossing the lesion instead of stent damage.

Manufacturer narrative:
Device evaluation by MFR: promus premier ous mr 38 x 2.50mm stent delivery sytem was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.